Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus") and abdominal pain ("severe abdominal pain and cramping") in a 24-year-old female patient who had essure (batch no. 619695) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods (irregular) and maternal cancer in pregnancy. Concurrent conditions included nickel sensitivity, anxiety, depression, abdominal pain since 2007, menstruation abnormal since 2007, adnexa uteri pain since (B)(4)2009, menometrorrhagia since (B)(4)2009, excessive menstruation since (B)(4) 2009, dysfunctional uterine bleeding (for hysterectomy, preoperative and postoperative diagnoses.) Since (B)(4)2010, cough nonproductive since (B)(4)2010, menstrual disorder since (B)(4)2010, asthma ((no inhalers)) since (B)(4)2010, arthritis since (B)(4)2016, bronchitis since (B)(4)2016, chickenpox since (B)(4)2016, hemorrhoids since (B)(4)2016, human papilloma virus infection since (B)(4)2016 and pelvic pain since(B)(4)2016. Family history included cancer (paternal grand father). Concomitant products included anaesthetics (anesthesia). On(B)(4)2009, the patient had essure inserted. In may 2009, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrea"). In june 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In 2009, the patient experienced pollakiuria ("urinary frequent"). On (B)(4)2010, 10 months 3 days after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant). In 2014, the patient experienced anxiety ("anxiety"). On (B)(4)2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menorrhagia ("prolonged, heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), pain ("pain"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraine"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), depression ("depression"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), micturition urgency ("urinary urgency"), weight increased ("weight gain") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (partial hysterectomy) on (B)(4) 2010). Essure was removed on (B)(4)2010. At the time of the report, the uterine perforation, abdominal pain, fatigue, arthralgia, menorrhagia, menstruation irregular, pain, dyspareunia, back pain, abdominal distension, headache, migraine, hormone level abnormal, rash, depression, vaginal discharge, hot flush, mood swings, vaginal haemorrhage, allergy to metals, female sexual dysfunction, anxiety, pollakiuria, ovarian cyst, micturition urgency, nausea, dysmenorrhoea, weight increased and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, micturition urgency, migraine, mood swings, nausea, ovarian cyst, pain, pollakiuria, rash, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(4)2010, the content of the communications uterus - an embeded metallic coil/apparent essure device is noted within one fragment with no cervical or adnexal tissue received. On this day, she underwent a supracervical hysterectomy (only uterus was removed). It was reported that patient had essure devices placed in march of 2009. Findings: normal-sized ante flexed uterus on examination under anesthesia. The uterus sounded to 10 cm, normalappearing endometrial cavity with bilaterally patent tubal ostia. One essure coil visible from the left tubal ostia. Three essure coils visible from the right post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(4)2009: total bilateral occlusion on (B)(4)2010, essure coils in place was placed with lsh. On (B)(4)2010, assessment- cough- lung exam is clear- no signs of active infection, on (B)(4)2010, procedure(s): laparoscopy supra cervical hysterectomy- laparoscopic supracervical hysterectomy. Findings boggy uterus. Normal pelvis. Normal ovaries. Pre-op diagnosis: menstrual disorder pre-op plan- lap, supra cervical hysterectomy diagnosis- asthma(no inhalers), excessive or frequent menstruation(heavy periods, irregular) on(B)(4)2010, pre-operative diagnosis: dub final diagnosis: uterus: fragmented uterus with: proliferative endometrium with focal tubal metaplasia. Hyalinized fibrosis within superficial myometrium consistent with placental site plaque/nodule. Gross description: received in formalin, is an 88-gram, 8 x 7 x 2.5-cm aggregate of ragged endomyornetrial fragments to include a reticulated myometrium, smooth serosa and areas of endometrium, 0.1 cm thick. An embedded metallic coil/apparent essure device is noted within one fragment with no cervical or adnexal tissue received. On (B)(4)2016, on chief complaint: annual wellness visit (subsequent), she had excessive bleeding afterwards and had a laparoscopic supracervical hysterectomy done in july of 2009. On the same day, the tubes were not removed with the uterus. Discussed checking ultrasound for evidence of essure devices in the tubes. Possible laparascopic removal. Would not be able to guarantee relief of pain. Long discussion regarding smoking cessation. She has boxes of nicotine patches at home she could use. Essure confirmation test-procedure: hysterosalpingogram, 2 fluoroscopic images indication: status post tubal ligation findings: 2 fluoroscopic images centered over the sacrum demonstrate a cannula within the uterine cavity. There is contrast filling the uterine cavity. Metallic wires are positioned in the fallopian tubes with compatible essure procedure. There is no contrast filling the fallopian tubes. There is no intraperitoneal extravasation of contrast. Impression: essure procedure post operative changes with no spillage of contrast into the peritoneal cavity. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(4)2018: mr received. Reporters were added. Medically confirmed case. Patient¿s historical condition, concomitant disease, family history and unstructured relevant tests were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus") and abdominal pain ("severe abdominal pain and cramping") in a 24-year-old female patient who had essure (batch no. 619695) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heavy periods (irregular) and maternal cancer in pregnancy. Concurrent conditions included nickel sensitivity, anxiety, depression, abdominal pain since 2007, menstruation abnormal since 2007, adnexa uteri pain since (B)(6) 2009, menometrorrhagia since (B)(6) 2009, excessive menstruation since (B)(6) 2009, dysfunctional uterine bleeding (for hysterectomy, preoperative and postoperative diagnoses.) Since (B)(6) 2010, cough nonproductive since (B)(6) 2010, menstrual disorder since (B)(6) 2010, asthma ((no inhalers)) since (B)(6) 2010, arthritis since (B)(6) 2016, bronchitis since (B)(6) 2016, chickenpox since (B)(6) 2016, hemorrhoids since (B)(6) 2016, human papilloma virus infection since (B)(6) 2016 and pelvic pain since (B)(6) 2016. Family history included cancer (paternal grand father). Concomitant products included anaesthetics (anesthesia). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrea"). In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In 2009, the patient experienced pollakiuria ("urinary frequent"). On (B)(6)2010, 10 months 3 days after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant). In 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menorrhagia ("prolonged, heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), pain ("pain"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraine"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), depression ("depression"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), micturition urgency ("urinary urgency"), weight increased ("weight gain") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (partial hysterectomy) on (B)(6) 2010) and surgery (laparoscopic supracervical hysterectomy (partial hysterectomy) on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, abdominal pain, fatigue, arthralgia, menorrhagia, menstruation irregular, pain, dyspareunia, back pain, abdominal distension, headache, migraine, hormone level abnormal, rash, depression, vaginal discharge, hot flush, mood swings, vaginal haemorrhage, allergy to metals, female sexual dysfunction, anxiety, pollakiuria, ovarian cyst, micturition urgency, nausea, dysmenorrhoea, weight increased and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, micturition urgency, migraine, mood swings, nausea, ovarian cyst, pain, pollakiuria, rash, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 220 lbs. On (B)(6) 2010, the content of the communications uterus - an embeded metallic coil/apparent essure device is noted within one fragment with no cervical or adnexal tissue received. On this day, she underwent a supracervical hysterectomy (only uterus was removed). It was reported that patient had essure devices placed in (B)(6) of 2009. Findings: normal-sized ante flexed uterus on examination under anesthesia. The uterus sounded to 10 cm, normalappearing endometrial cavity with bilaterally patent tubal ostia. One essure coil visible from the left tubal ostia. Three essure coils visible from the right post procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion on (B)(6) 2010, essure coils in place was placed with lsh. On (B)(6) 2010, assessment- cough- lung exam is clear- no signs of active infection, on (B)(6) 2010, procedure(s): laparoscopy supra cervical hysterectomy- laparoscopic supracervical hysterectomy. Findings boggy uterus. Normal pelvis. Normal ovaries. Pre-op diagnosis: menstrual disorder pre-op plan- lap, supra cervical hysterectomy diagnosis- asthma(no inhalers), excessive or frequent menstruation(heavy periods, irregular) on (B)(6) 2010, pre-operative diagnosis: dub final diagnosis: uterus: fragmented uterus with: proliferative endometrium with focal tubal metaplasia. Hyalinized fibrosis within superficial myometrium consistent with placental site plaque/nodule. Gross description: received in formalin, is an 88-gram, 8 x 7 x 2.5-cm aggregate of ragged endomyornetrial fragments to include a reticulated myometrium, smooth serosa and areas of endometrium, 0.1 cm thick. An embedded metallic coil/apparent essure device is noted within one fragment with no cervical or adnexal tissue received. On 29apr2016, on chief complaint: annual wellness visit (subsequent), she had excessive bleeding afterwards and had a laparoscopic supracervical hysterectomy done in (B)(6)of 2009. On the same day, the tubes were not removed with the uterus. Discussed checking ultrasound for evidence of essure devices in the tubes. Possible laparascopic removal. Would not be able to guarantee relief of pain. Long discussion regarding smoking cessation. She has boxes of nicotine patches at home she could use. Essure confirmation test-procedure: hysterosalpingogram, 2 fluoroscopic images indication: status post tubal ligation findings: 2 fluoroscopic images centered over the sacrum demonstrate a cannula within the uterine cavity. There is contrast filling the uterine cavity. Metallic wires are positioned in the fallopian tubes with compatible essure procedure. There is no contrast filling the fallopian tubes. There is no intraperitoneal extravasation of contrast. Impression: essure procedure post operative changes with no spillage of contrast into the peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus") and abdominal pain ("severe abdominal pain and cramping") in a 24-year-old female patient who had essure (batch no. 619695) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity, anxiety, depression, abdominal pain since 2007 and menstruation abnormal since 2007. On (B)(6) 2009, the patient had essure inserted. In may 2009, the patient experienced hot flush ("hot flashes"), mood swings ("mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea") and dysmenorrhoea ("dysmenorrea"). In june 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In 2009, the patient experienced pollakiuria ("urinary frequent"). On (B)(6)2010, 10 months 3 days after insertion of essure, the patient experienced uterine perforation (seriousness criterion medically significant). In 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cysts"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menorrhagia ("prolonged, heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), pain ("pain"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraine"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), depression ("depression"), vaginal discharge ("vaginal discharge"), allergy to metals ("nickel allergy"), micturition urgency ("urinary urgency"), weight increased ("weight gain") and gastrooesophageal reflux disease ("gerd"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (partial hysterectomy) on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, abdominal pain, fatigue, arthralgia, menorrhagia, menstruation irregular, pain, dyspareunia, back pain, abdominal distension, headache, migraine, hormone level abnormal, rash, depression, vaginal discharge, hot flush, mood swings, vaginal haemorrhage, allergy to metals, female sexual dysfunction, anxiety, pollakiuria, ovarian cyst, micturition urgency, nausea, dysmenorrhoea, weight increased and gastrooesophageal reflux disease outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hormone level abnormal, hot flush, menorrhagia, menstruation irregular, micturition urgency, migraine, mood swings, nausea, ovarian cyst, pain, pollakiuria, rash, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on 23feb2010, the content of the communications uterus an embeded metallic coil/apparent essure device is noted within one fragment with no cervical or adnexal tissue received. On this day, she underwent a supracervical hysterectomy (only uteus was removed). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6)2009: total bilateral occlusion. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received and the following events were provided: hot flashes, mood swings, abnormal vaginal bleeding, nickel allergy, apareunia (inability to have sexual intercourse), anxiety, urinary frequency, urinary urgency, ovarian cysts, migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), perforation (uterus), gerd and weight gain. Her concomitant conditions was updated (nickel allergy added) essure lot number 619695 was provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and cramping. A laparoscopic supracervical hysterectomy was performed around 10 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain and cramping") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menorrhagia ("prolonged, heavy, abnormal menstruation"), menstruation irregular ("irregular menstruation"), pain ("pain"), dyspareunia ("pain during intercourse"), back pain ("severe back pain"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraine"), hormone level abnormal ("hormonal changes"), rash ("skin rashes"), depression ("depression") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic supracervical hysterectomy (partial hysterectomy) on (B)(6) 2010). Essure was withdrawn. At the time of the report, the abdominal pain, fatigue, arthralgia, menorrhagia, menstruation irregular, pain, dyspareunia, back pain, abdominal distension, headache, migraine, hormone level abnormal, rash, depression and vaginal discharge outcome was unknown. The reporter considered abdominal pain, fatigue, arthralgia, menorrhagia, menstruation irregular, pain, dyspareunia, back pain, abdominal distension, headache, migraine, hormone level abnormal, rash, depression and vaginal discharge to be related to essure. This report is made by bayer without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter did not wish any further contact with the company. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe abdominal pain and cramping. A laparoscopic supracervical hysterectomy was performed around 10 months after insertion. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this specific case, consumer presented the event after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.